Event description:
It was reported that the user experienced recurrent overnight hypoglycemia between approximately 2¿4 am while using the ilet, with device data showing consistent nocturnal lows and inconsistent meal announcements; the user attempted eating more at night without resolving the issue and requested additional training on meal announcements. Symptoms included low blood glucose to 69 mg/dl without loss of consciousness or other acute complications and lasted about 30 minutes per episode. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of available device data and user-reported history, as well as troubleshooting and education with referral for additional training. Investigation of this case revealed inconsistent meal announcements likely contributed to the device¿s insulin adaptation and nocturnal hypoglycemia; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.